Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for the rv lead integrity alert were met, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter). Concomitant medical products: 5076 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) triggered a lead integrity alert (lia). The device w as interrogated and the patient's right ventricular (rv) lead had intermittent episodes of oversensing, previous non-sustained ventricular tachycardia episodes, and elevated sensing integrity counter (sic) counts. It was noted that the ICD was experiencing electromagnetic interference. Follow up was conducted to no avail and intervention of both the lead and device are unknown. The device is still in use. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.